Manufacturer narrative:
The device was returned to the olympus service center for evaluation. Upon inspection and testing of the device, the unit would not power on and the display lights weren¿t working due to a faulty monitor, confirming the customer¿s reported power issue. Additionally, the front panel was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, the monitor would not power on. The customer attempted trouble-shooting the issue by switching the power cable and verifying the power switch was in the ¿on¿ position and determined the power issue was with the monitor. Another similar device was used to complete the procedure. There was no patient injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon of the power cannot be turned on occurred due to the gi board failure. The root cause of the gi board failure could not be identified at this time. Olympus will continue to monitor field performance for this device.